Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 60 days or more frequent monitoring was recommended.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The battery was noted to have supported full device function. Detailed analysis noted that the power consumption started to rise beyond the calculated power several days after implant. Subsequently, the power consumption decreased to normal levels within three weeks of explant. The case was then removed for additional testing. Visual inspection noted no abnormalities, and all measured current drains were normal. The high-power condition seen during the implant time came down to normal before explant and could not be recreated during analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 60 days or more frequent monitoring was recommended. Additional information was received. This pacemaker was successfully replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 60 days or more frequent monitoring was recommended. Additional information was received. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.